Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
A user facility biomedical technician reported the occurrence of a read error at power on after replacing the eprom chip in a 2008t hemodialysis (hd) machine. The biomed noted the presence of a burning smell after restarting the unit, and running it through a heat disinfect cycle. There was no patient connected to the system at the time this incident occurred; therefore, no patient involvement. A visual examination was performed by the biomed which revealed that the eprom chip had been installed improperly; the chip was seated backwards. As a result, the chip became damaged; "some plastic melted." The biomed removed the damaged chip, and then installed a new one to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit was returned to service at the user facility with no recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided which revealed that the biomed removed the damaged chip, and then installed a new one to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit was returned to service at the user facility with no recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.